Manufacturer narrative:
The company service rep has scheduled an appointment to examine the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The customer reported the handpiece was too hot. The corneal burn occurred within 5 mins of phaco. No system messages were noted. The surgeon was able to complete the case. The wound was sutured. The pt prognosis is good.